Event description:
Customer reportedly received blood glucose result of 7 mg/dl on the aviva system. The result is outside the numeric range of 10-600 mg/dl of the device. Low blood glucose symptoms reported with this result; able to self treat. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.